Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the patient was hospitalized last (B)(6) 2015 due to low blood glucose. Customer's blood glucose was 40 mg/dl and was wearing the insulin pump. Customer stated the insulin pump had physical damage. Customer stated that on (B)(6) 2015 patient was hospitalized for pneumonia. Patient was sent back to hospital from nursing home with high blood glucose of 450 mg/dl. Customer stated that patient was not wearing the insulin pump. Patient is still in the hospital for low blood glucose and scheduled for a colonoscopy. Troubleshooting was done for low blood glucose. Patient was treated with glucagon. Patient's blood glucose at the time of admission was 55-60 mg/dl. Patient was not in vehicular accident. Customer stated that he does not have the insulin pump at the moment. Advised the customer the insulin pump would be replaced due to physical damage. No further information provided.